Event description:
A hemodialysis user facility has reported an event. It has been learned that pieces of the end of the connector end of the bloodline tubing had broken off into the fistula needle. As a result of this event, it was learned that the pt had to be recannulated. The initial reported also reported that one staff member had possibly made too tight of a connection. No harm resulted to this pt. The pt is fine. A sample is available for an eval.